Event description:
In 2006, the male pt suffered a myocardial infarction for which he received a cypher stent. In early 2007, the pt suffered an acute myocardial infarction with cardiogenic shock due to thrombotic in-stent occlusion. No add'l info is available at this time.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.